Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an oversensing episode. Upon reviewing the episode, high capture and failure to capture were observed. Programming change was made. X-ray revealed that the lead was normal but looked like it was pulled back. Lead revision was discussed. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1.

Event description:
Additional information received indicated the patient had their right ventricular lead explanted and replaced on (B)(6) 2020. The patient was stable throughout.